Event description:
Medtronic received information that five days following the implant of this mechanical valve in the mitral position, there was worsening mitral regurgitation and the paradoxical motions of the interventricular septum were observed. In ventricular systole, the septum was too systolic, and in the ventricular diastole, the septum expanded just after the ventricular diastole phase. (It was reported that the patient also had tricuspid valve repair at the same time of the mitral valve implant, due to tricuspid valve regurgitation). (B)(6) post-implant, heparin was stopped and warfarin treatment was initiated (inr 1.63). The current anti-coagulation regime is unknown. Approximately one month post implant, it was observed that in the left atrial diastole, both leaflets were held at full opened status once in four beats and both leaflets moved normally in three out of four beats. However, this occurrence was observed more frequently and occasionally in two consecutive beats. The usual opening angle of this valve is 77 degrees. When the valve leaflet remained fully open, the opening angle is 85 degrees as seen on cineradiography. When the mitral valve was kept open, the native aortic valve was closed. Echocardiography results showed central regurgitation and cineradiography showed that the spaces between the leaflets seemed to be larger than normal, but no obstruction was observed, including thrombus. The patient had some symptoms of orthostatic hypotension, due to the increased regurgitation when the leaflets are held in an open position. It is also reported that the patient has ehlers-danlos syndrome (an inherited connective tissue disorder, caused by a defect in the synthesis of collagen which causes increased elasticity within structures, particularly the cardiovascular system), causing the cusps of the mitral and tricuspid valves to be extremely extended, resulting in mitral regurgitation (mr) and tricuspid regurgitation (tr). Nine weeks post implant, the valve was explanted and replaced with the same model and size valve. At explant, the surgeon reported that when the leaflets of ats valve were in the open anti-anatomical position, the preserved posterior cusp of mitral valve interfered with both leaflets of the ats valve and restricted leaflet movements. There was no abnormality on the ats valve itself. No adverse patient effects were reported and the patient is recovering well.

Manufacturer narrative:
Product analysis: the valve has been received for analysis at medtronic's quality laboratory and continues to undergo extensive ana lysis. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Following completion of the analysis, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Analysis: upon receipt at medtronic's quality laboratory, visual inspection of the valve revealed no damage and no anomalies. No manufacturing surface finish anomalies were identified. No wear was observed on the leaflet faces where contact occurs with the housing stops. The as-returned dimensions of the orifice were within specification from the inflow and outflow aspects. The valve leaflets were fully mobile and it was verified that the carbon subassembly rotated in the sewing ring. Functional testing and dimensional analysis of the valve confirmed that it met current process specifications. The carbon components and stiffening ring were dimensionally inspected using a continuous scan and were confirmed to meet engineering specifications. The leaflet major radius height was within the specification. Analysis concluded that all dimensions met engineering specifications. Histopathology evaluation of the returned valve revealed that host pannus with granulation tissue was adhered to the sewing ring of the valve. These findings are consistent with the tissue healing process along the implant margin. There was no evidence of infection. Echocardiographic evaluation medtronic received a cd with 11 movie files. All images were from a transthoracic echocardiography (tte) from a study date of (B)(6) 2012. A bi-leaflet mechanical valve was in the mitral position. The valve was well seated. Most acquired beats revealed trace central mitral regurgitation (mr) that is normal for a bi-leaflet mechanical prosthesis. On some movie loops, a single beat, approximately 1 out of 8 to 10 beats, revealed severe central mr. Note is made of a mobile soft-tissue mass or masses that appeared to be based on the lateral aspect of the left ventricular (lv) side of the mitral annulus. Based on the severity of central mr, one or both leaflets likely remain(s) open in ventricular systole during the affected beats. The significance of the subvalvular mass is not certain, but its presence and proximity to the mitral valve raise concern for possible periodic migration into the valve orifice and interference with mitral leaflet motion as a mechanism of the observed mr. Conclusion: the root cause of mitral regurgitation and the leaflet being held open were confirmed at explant to be the posterior cusp of the mitral valve which interfered with both leaflets. There was no abnormality on the ats valve and the returned product analysis confirmed that the valve met all engineering specification. Inspection and functional testing of leaflet motion and contact area met the current manufacturing process requirements. Visually, functionally and dimensionally, this valve met all specification for valves released for distribution. There was no abnormality of the ats valve itself. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.